Event description:
It was reported that prior to starting a da vinci si hysterectomy procedure, while suturing the suture tail wrapped around the needle holder jaw, the cable inside of the mega needle driver instrument broke. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of snapped cable was confirmed. One grip cable is broken at the distal idlers. Idler pulley was not damaged. Cable segment sticks out at wrist. No other cable damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.